Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a itchy irritation on his back. The patient was given a prescription for a cream from his doctor. The patient's irritation has improved.